Event description:
The maryland bipolar forceps instrument was returned with no allegation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. There was no complaint against the maryland bipolar forceps to assess the effect of its failure. The maryland bipolar forceps instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Performed energy delivery with no issue. The instrument was retested and passed all in-house testing on both attempts. An additional observation not related to the customer reported complaint: 1.the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. 2. The instrument was found to have thermal damage on bipolar yaw pulley. No damage on conductor wire insulation. The unit passed electrical continuity test. 3. The instrument was found to have bipolar pins bent. 4. The instrument was found to have scratch marks/abrasions on the surface and edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.085¿ - 0.173¿ in length and were not aligned with the tube axis.